Event description:
It was reported to MFR, by dealer, per dealer their customer, a home user, was lifting his wife, swiveled her to place her in the chair, when she fell to the floor. A roll pin came out of the nut and bolt that keeps the spreader bar attached to the boom [the roll pin was not there and could not be located). Wife was taken to the ER by ambulance for medical exam, and returned home the same day. Bruises noted. Serial number of the lift indicates it was manufactured 3/13/1993. This is a 15 year old lift, 10 years out of warranty period and still in service. In addition, 7 years after the discontinued date for this lift. Dealer has already furnished home user with a new lift. No evidence of proper maintenance provided by dealer to MFR. RMA issued to get lift in question back for evaluation and to get a 15-year old product out of service.